Event description:
It was reported that the patient presented to the clinic with an electrical reset on the device. The reset was cleared from the device and it remains in use. No complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.